Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis showed a squeezed and deformed conductor coil and insulation 15 cm distal to the is-1 connector pin. The deformation probably resulted from a tight suture sleeve. Furthermore, the conductor coil was found deformed 20.5 and 23 cm distal to the is-1 connector pin, which probably occurred during the surgery. Further root cause analysis did not show deviations which might have contributed to the reported clinical observations. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
System was explanted due to patient report of pain at implant site and patient was not needing pacing. No new implant. Should additional information become available, this file will be updated.